Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir leaks between o rings. Customer blood glucose value was 300 mg/dl at the time of the incident. Customer stated they changed reservoir. The device will not be returned for analysis.